Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on a real-time egm. The device was reprogrammed and remains implanted.